Event description:
It was reported that during device interrogation, the lead impedance showed an increase. Noise and high capture thresholds were also observed. During the surgical procedure, it was noted that the sense/pace portion of the lead was not fully inserted into the header of the ICD. The lead was properly connected and the lead and ICD remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.